Manufacturer narrative:
(B)(4).

Event description:
A few days after pump replacement (see MFR's report # 6000030-2010-08208), the pt experienced withdrawal; the pt did not have withdrawal with the prior pump. It was noted that the pt had fallen multiple times and the pump never treated his lower back pain; the pt believed that the catheter may not be working. The pump had been turned off for the past couple of months. The pt was looking for a pain management doctor. Four days later, it was reported that the pump was programmed off due to a catheter leak and/or pneumonia; the pt was unsure. The device system was used to deliver morphine. Additional info has been requested a follow-up report will be sent if additional info becomes available.